Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked case at the lcd window corners and a bleeding glass. No damage to the drive support cap was noted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels between 170-280 mg/dl. The caller stated that the customer had a viral infection, and was vomiting. The customer had been getting no delivery alarms prior to the hospitalization, and had called in to report the issues previously. The customer tried all remedies, but continued to get no delivery alarms. Advised the caller that the insulin pump would be replaced. Nothing further was reported.